Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1197 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that after the catheter was used for 3 months, it was disconnected at the connection between the catheter and the extension tubing. The product was pulled out for 5 cm (was placed under the clavicle). The catheter was completely cut and a new extension tubing was connected.

Manufacturer narrative:
Information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The catheter terminated just distal of the connector. Microscopic inspection of the distal end of the catheter revealed striations consistent with a sharp instrument cut. Gross inspection of the connector was unremarkable. Microscopic inspection of the two-piece connector was unremarkable. Following connector disassembly, the catheter was confirmed to be properly advanced. Inspection of the locking arms and tabs did not reveal any damage or deformity. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks or evidence of damage were observed during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) of rebx1197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was used for 3 months, it was disconnected at the connection between the catheter and the extension tubing. The product was pulled out for 5 cm (was placed under the clavicle). The catheter was completely cut and a new extension tubing was connected.